Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 29-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to place left side: may have short term discomfort" and device deployment issue "I then went to withdraw the essure device and could not withdraw it through the operative hysteroscope/the device was ultimately removed from the water inflow device and that device was discarded". The patient's medical history included vaginal cyst, cesarean section and bartholin's cyst removal. Previously administered products included for an unreported indication: junel. Concurrent conditions included nail-patella syndrome, vaginal discharge, bloating and right lower quadrant pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and nsaids. In (B)(6) 2014, the patient experienced headache ("suffering with headaches"), feeling abnormal ("brain fog"), menorrhagia ("heavy menses/ menorrhagia") with abdominal pain lower, abdominal pain ("stabbing abdominal pain"), abdominal distension ("extreme bloating"), dysgeusia ("tasting metalin my mouth,") and bacterial vaginosis ("recurring bacterial vaginosous"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced acne ("hormonal changes describe : acne,"), alopecia ("hair loss"), miliaria ("hormonal changes describe : heat rashes"), migraine ("migraines"), nausea ("nausea,"), hypoaesthesia ("neurological conditions or problems type : numbing"), paraesthesia ("tingling in extremities"), vision blurred ("vision/eye problems type : blurred vision"), fatigue ("fatigue,") and constipation ("gastrointestinal or digestive system condition type : constipation") and was found to have weight increased ("weight gain / loss specify which one : weight gain"), 15 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pyrexia ("fever,"), allergy to metals ("allergic or hypersensitivity reaction type : nickle reaction"), hyperhidrosis ("sweats"), the first episode of rash ("rashes") and the second episode of rash ("rashes"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal) type : utis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), skin disorder ("rashes or skin conditions"), pelvic discomfort ("pelvic discomfort") and post procedural discomfort ("ard to place left side: may have short term discomfort"). The patient was treated with surgery (hysterectomy(partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, nausea, constipation, skin disorder and the last episode of rash had resolved and the headache, feeling abnormal, menorrhagia, abdominal distension, dysgeusia, bacterial vaginosis, the last episode of dysmenorrhoea, anxiety, depression, acne, alopecia, miliaria, vaginal haemorrhage, pyrexia, allergy to metals, hyperhidrosis, urinary tract infection, female sexual dysfunction, hypoaesthesia, paraesthesia, vision blurred, weight increased, fatigue, pelvic discomfort and post procedural discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, anxiety, bacterial vaginosis, constipation, depression, dysgeusia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, menorrhagia, migraine, miliaria, nausea, paraesthesia, pelvic discomfort, pelvic pain, post procedural discomfort, pyrexia, skin disorder, urinary tract infection, vaginal haemorrhage, vision blurred, weight increased, the first episode of dysmenorrhoea, the first episode of rash, the second episode of dysmenorrhoea and the second episode of rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Ultimately, she was required to undergo surgery with removal of the essure devices. Because of the requirement to undergo this surgery with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: showed essure device in the appropriate position. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: new pfs + mr received- hormonal changes describe : alopecia acne, heat rashes, abnormal bleeding (vaginal),allergic or hypersensitivity reaction type : nickel reaction, fever, sweats, rashes, utis, apareunia, rashes or skin conditions, migraines, nausea, numbing / tingling in extremities, dysmenorrhea, blurred vision, fatigue, weight gain / loss specify which one : weight gain, gastrointestinal or digestive system condition type : constipation, pelvic discomfort genital bleeding, device difficult to use, post procedural discomfort, device deployment issue were added. Outcome of events bleeding, pain, constipation, rashes, migraines, nausea from unknown to recovered/resolved were update. New reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0831) on 27-aug-2015. The most recent information was received on 09-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and headache ("suffering with headaches") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache (seriousness criterion medically significant), feeling abnormal ("brain fog"), menorrhagia ("heavy menses/ menorrhagia") with abdominal pain lower, abdominal pain ("stabbing abdominal pain"), abdominal distension ("extreme bloating"), dysgeusia ("tasting metal in my mouth,") and bacterial vaginosis ("recurring bacterial vaginosous"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgery with removal of the essure devices). Essure was removed. At the time of the report, the pelvic pain, headache, feeling abnormal, menorrhagia, abdominal pain, abdominal distension, dysgeusia, bacterial vaginosis, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, feeling abnormal, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Ultimately, she was required to undergo surgery with removal of the essure devices. Because of the requirement to undergo this surgery with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: showed essure device in the appropriate position. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2018: legal complaint received: reporter information, patient¿s lab data updated. Essure start date and indication updated. Events pelvic pain, dysmenorrhoea, anxiety, depression were newly added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.